Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) was surgically abandoned due to noisy signals that were over sensed. This caused pacing inhibition with no asystole. A new lead was implanted. The pacemaker was replaced for a new one for therapy upgrade. No additional adverse patient effects were reported.